Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call that the customer had a blood glucose level of 623 mg/dl on the morning of the call. The nurse reported that the customer was hospitalized due to a urinary tract and sepsis, but not any diabetes related issues. The nurse also reported that the insulin pump's reservoir wasn't fitting into the device properly. The nurse reported that the customer had been experiencing blood glucose levels from 400 mg/dl to 600 mg/dl and was not on the insulin pump at the time of the call. The nurse was advised to have the customer call in for troubleshooting and the device will not be returned for analysis.